Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The wet fluidics management system (fms) in the tray was visually inspected. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using the console software. The product could be recognized, and the service data could be retrieved from the console. However, the product failed to prime and generated a system message code. The aspiration manifold was cut 1¿ from the cassette insertion to check for occlusion. No occlusion was detected in the cut-off tubing line. Detached the 1' tubing from the cassette insertion, solvent was observed in the distal end of the aspiration manifold prevent fluid flow. The excessive solvent (cyclohexanone) that used to bond the tubing to the cassette caused occlusion in the tubing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and products received, the root cause of the failed to test report which resulted in a system message code was determined to be an improper socket bonding issue due to an occlusion. The broader investigation looking into the global trend associated with system message reports was not able to assign a commonly shared root cause due to the variety of findings from multiple associated product evaluations. A number of potential contributing factors have been identified and are listed below. The broader investigation identified potential contributing factors that were associated with the global system message trend. These factors include variability in socket bonding performance and gaps in operator training related to the bonding process. An internal investigation was completed. Preventative action plans were initiated to address the contributing factors at the manufacturing site prior to june 2026. Preventive: create and implement on the job training documents that detail the precise process for socket bonding manifolds to cassettes. Preventive: update fms and techno ideal to include the details outlined in the on-the-job training. Complaints are reviewed and will continue to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that cassette did not get flooded during cataract surgery with intraocular lens implantation. The surgery was completed on the same day by replacing the product. There was no patient contact and no impact to the patient.